Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump experienced a motor error alarm. The customer's blood glucose level was reported to be 100 mg/dl. The product was returned and is being replaced. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. However, the device alarmed motor error during rewind due to slightly loose drive support disk. The device had cracked case at display window corners, cracked reservoir tube, cracked reservoir window, cracked reservoir tube lip, cracked battery tube threads, and severe scratches on display window.